Event description:
Total knee arthroplasty was performed in 1992. Pt fell approx 3 months prior to revision. Revision surgery was performed on approx 11/6/98, due to varus deformity and pain. Upon revision, it was noted that the tibial tray was fractured.